Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a distorted liquid crystal display (lcd) was confirmed during product evaluation. The root cause of the reported problem was determined to be a distorted lcd. Appropriate action was taken to correct the reported problem by replacing the main display. This involved a colleague version 1.7 infusion pump with a user interface module software version of 8:11:00. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a malfunction of a distorted lcd image. This condition had the potential to interrupt delivery. There was no report of when or in which care area this condition occurred. There was also no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the MDR as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.